Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, the abutment was changed under a general anaesthetic on (B)(6) 2019 because of skin overgrowth.